Event description:
The patient presented with acute progressive right cerebral ischemia following a large confluent left occipitotemporal infarct. Angiography identified a large critical stenosis involving the terminus of the right internal carotid artery (ica) and proximal middle cerebral artery (mca). The patient successfully underwent angioplasty and stenting to treat the lesion. The patient did well post operatively and recovery was uneventful. Three days post the index procedure, the patient began to experience progression of headaches, nausea, vomiting and decreased level of consciousness, hypertension and bradycardia. The patient became deeply comatosed and ventilator dependent. Imaging studies showed a large right hemispheric infarct with intraparenchymal hematoma. An emergent craniotomy was performed to evacuate the hematoma, and necrotic brain decompression was performed. The patient tolerated the procedure without difficulty. The following day, a CT scan revealed persistent scattered diffuse subarachnoid hemorrhage within the supratentorium and infrantentorial brain with an evolving intraventricular hemorrhage and further grey-white matter loss from the presenting left occipitotemporal infarct. Four days after the intervention procedure, the patient was extubated and expired the next day. No autopsy was performed; however, the physician¿s stated that he believed that the hemorrhage was due to a reperfusion injury.

Event description:
The patient presented with acute progressive right cerebral ischemia following a large confluent left occipitotemporal infarct. Angiography identified a large critical stenosis involving the terminus of the right internal carotid artery (ica) and proximal middle cerebral artery (mca). The patient successfully underwent angioplasty and stenting to treat the lesion. The patient did well post operatively and recovery was uneventful. Three days post the index procedure, the patient began to experience progression of headaches, nausea, vomiting and decreased level of consciousness, hypertension and bradycardia. The patient became deeply comatosed and ventilator dependent. Imaging studies showed a large right hemispheric infarct with intraparenchymal hematoma. An emergent craniotomy was performed to evacuate the hematoma, and necrotic brain decompression was performed. The patient tolerated the procedure without difficulty. The following day, a CT scan revealed persistent scattered diffuse subarachnoid hemorrhage within the supratentrium and infratentorial brain with an evolving intraventricular hemorrhage and further grey-white matter loss from the presenting left occipitotemporal infarct. Four days after the intervention procedure, the patient was extubated and expired the next day. No autopsy was performed; however, the physician¿s stated that he believed that the hemorrhage was due to a reperfusion injury.

Event description:
The patient presented with acute progressive right cerebral ischemia following a large confluent left occipitotemporal infarct. Angiography identified a large critical stenosis involving the terminus of the right internal carotid artery (ica) and proximal middle cerebral artery (mca). The patient successfully underwent angioplasty and stenting to treat the lesion. The patient did well post operatively and recovery was uneventful. Three days post the index procedure, the patient began to experience progression of headaches, nausea, vomiting and decreased level of consciousness, hypertension and bradycardia. The patient became deeply comatosed and ventilator dependent. Imaging studies showed a large right hemispheric infarct with intraparenchymal hematoma. An emergent craniotomy was performed to evacuate the hematoma, and necrotic brain decompression was performed. The patient tolerated the procedure without difficulty. The following day, a CT scan revealed persistent scattered diffuse subarachnoid hemorrhage within the supratentorium and infrantentorial brain with an evolving intraventricular hemorrhage and further grey-white matter loss from the presenting left occipitotemporal infarct. Four days after the intervention procedure, the patient was extubated and expired the next day. No autopsy was performed; however, the physician's stated that he believed that the hemorrhage was due to a reperfusion injury.

Manufacturer narrative:
Conclusion: anticipated procedural complication. The subject device was successfully implanted; therefore, analysis could not be performed. A review of the manufacturing records confirmed that the device met all material assembly and performance specifications. Upon review of the information available, there is no evidence to indicate that the device malfunctioned or failed to perform as intended during the index procedure. Furthermore, the physician believed that the patient¿s outcome was due to a reperfusion injury. However, stroke, hematoma and the patient outcome of death are known risks associated with interventional neurovascular procedures and listed as such in the direction for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to this event.

Manufacturer narrative:
Additional questions were received for report(s) 2939204-2010-00177, 2939204-2010-00093, 2939204-2010-00695 & 2939204-2010-00744 in a letter dated august 06, 2010. Responses to questions for each manufacturer report are below. Manufacturer report number: 2939204-2010-00177. Any evaluation of the incident described in the medical device report by the attending physician, surgeon, hospital representative or the health care professional. All the information provided was reported in electronic medical device report 2939204-2010-00177, (B)(4). The primary and secondary causes of death as described in the autopsy report, if an autopsy was performed. Information provided stated no autopsy was performed. Manufacturer report number: 2939204-2010-00093. Any evaluation of the incident described in the medical device report by the attending physician, surgeon, hospital representative or the health care professional. All the information provided was reported in the medical device report 2939204-2010-00093, (B)(4). The primary and secondary causes of death as described in the autopsy report, if an autopsy was performed. The information is not available. Manufacturer report number: 2939204-2010-00695. Any evaluation of the incident described in the medical device report by the attending physician, surgeon, hospital representative or the health care professional. All the information provided was reported in the electronic medical device report 2939204-2010-00695, (B)(4). The primary and secondary causes of death as described in the autopsy report, if an autopsy was performed. The information is not available. The information source was a journal article submitted along with the electronic medical device report submitted on 05/27/2010 and limited information was provided. Manufacturer report number: 2939204-2010-00744. Any evaluation of the incident described in the medical device report by the attending physician, surgeon, hospital representative or the health care professional. All the information provided was reported in the electronic medical device report 2939204-2010-00744, (B)(4). The primary and secondary causes of death as described in the autopsy report, if an autopsy was performed. The information is not available.